Event description:
It was reported that the "lock" button on the load screen was not responding to presses. Troubleshooting with tandem technical support was performed. Customer's blood glucose level was not impacted. Reportedly, customer has back up insulin shots for insulin therapy.